Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 264 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the supplies on the pump and the occlusion reoccurred. The infusion set tubing was disconnected from the customer and insulin was observed exiting the tubing. The customer delivered a bolus via the pump and the bg level was resolved.